Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. As part of our investigation into this report, olympus dispatched an endoscopy support specialist (ess) to the facility to observe their reprocessing practices. Ess visited the facility on 2/22/2016 to review the reprocessing steps of the gf-uct180 based on the reprocessing manual. It was identified that scope suctioning process during pre-cleaning was not being performed, and the proper brush for cleaning was not being utilized. Ess recommended both steps be implemented and to schedule an additional in-service visit in the future. The exact cause of the reported event could not be conclusively determined. However, insufficient reprocessing could be a contributing factor.

Event description:
Olympus was informed that after reprocessing the scope in a custom ultrasonics automated endoscope reprocessor (aer), traces of bio-burden material was noted at the distal tip of the device. The facility reported that the scope failed a culture test for an unspecified bacteria. The facility plans to have the scope further reprocessed using a medivators aer. The scope will not be returned for further evaluation. There's no patient involvement associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from nwb to odg.